Manufacturer narrative:
D10 concomitant product: gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot# p3b0469), gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot# p3k0989 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open small bowel resection procedure, partial cut with complete staples. To resolve the issue, the surgeon performed a resection and reapplied staples using an additional two reloads. However, the same issue persisted. The surgeon noted the first reloads was though fire and send reload cut but did not fire the staples in the middle of the load. The surgical time was extended a couple of minutes due to device issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. The cartridge noted that the single use loading unit was fully applied and the interlock was engaged. Microscopic inspection of the knife blade displayed damage. It was reported that the device cut partially. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the loading unit and knife blade were applied over an obstruction or thick tissue during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure to select a sulu with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. In addition, failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.